Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 170 mg/dl and the sensor glucose was 90 mg/dl at the time of the incident. It also reported that insulin delivery was suspended due to sensor glucose values. It also reported that the sensor glucose value that triggered the suspend event was 90 mg/dl and threshold suspend low limit in sensor setting was 110 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.